Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-jun-2026, it was reported by an arthrex subsidiary employee via (B)(6) that an ar-13991n surefire scorpion needle broke when passing through the stitch. This was discovered during use with no patient harm. Additional information was provided 17-jun-2026: it was further reported that the needle fractured at the tip, however no fragments remained inside the patient. This occurred during a rotator cuff repair shoulder procedure, and the case was completed with a new needle. No procedural delay was experienced, and no additional anesthesia was administered.